Manufacturer narrative:
Evaluation: results: no results available since no evaluation performed. Conclusion: unable to confirm complaint (limited information). (B)(4).

Event description:
It was reported that an integrity rapid exchange (rx) device was inserted into a patient, however, the stent was not seen when the device was inflated. The device was reported to be inspected prior to use, however, it could not be confirmed whether the stent was present on the balloon or not. The device was removed from the patient. No patient injury occurred and no clinical sequelae were reported.